Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer called into philips to report the device will not boot up. There was no reported patient involvement / adverse patient impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests.

Manufacturer narrative:
The customer ordered / received a power pca and is pending receipt of a replacement processor pca. The device will be considered returned to full functionality upon replacement thereof. The device remains at the customer site.

Event description:
The customer called into philips to report the device will not boot up. There was no reported patient involvement.